Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the air bubbles may have been discoloration on the exterior of the tubing. The customer stated that during the fill tubing step to remove the air bubbles, the "bubbles" had not moved. The customer's blood glucose level was 239 mg/dl.